Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, following an intraocular lens (iol) implant procedure, the patient was unhappy with distance visual acuity. The iol was replaced with another iol. The clinical reason for explant was given as residual mixture. Additional information requested.

Manufacturer narrative:
The customer indicated, the use of a qualified company cartridge and viscoelastic. The customer indicated, the use of an unknown handpiece. It is unknown, if a qualified product was used. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The 22.0 diopter, (1.5 extended depth of focus) lens was replaced with a 15.5 diopter (add power +2.2/+3.2) lens. The product was not returned to evaluate. The manufacturer internal reference number is: (B)(4).